Event description:
It was reported that during preparation for a stenting treatment procedure, foreign material was identified. Upon removing a 2.75x24mm promus element plus stent delivery system from the sterile bag, fibers were noted on the stent. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure, foreign material was identified. Upon removing a 2.75x24mm promus element plus stent delivery system from the sterile bag, fibers were noted on the stent. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the returned unit found a number of dark colored fibers entwined in the stent at its proximal end. The device was not returned in its original packaging. The fibrous samples were barely visible to the naked eye and were first analysed under an optical microscope. To identify the fiber it was analysed using fourier transform infra-red spectroscopy (ftir). From both the scanning electron microscope (sem) images and the (ftir) spectra it appears that the samples are polyester fibers. Images of the stent are also taken post the stent crimping process just before the stent protector is positioned over the stent. Visual review of these images shows no evidence of any foreign material (fm) on the stent prior to packaging. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).